Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned and investigated. The reported mechanical issue and cable break were confirmed via returned device analysis. The reported noise could not be replicated in the testing environment as the event was a symptom of the cable break. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the information reviewed, the noise and mechanical issue was due to the cable break; however, a definitive cause for the cable break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
This is filed to report the cable break. It was reported that the steerable guide catheter (sgc) was prepared for use per instructions for use (IFU). During insertion of the sgc, the physician applied a half turn of the minus knob of the sgc and a noise was heard. A loss of tip deflection was noted and a cable break was suspected. The device could not be straightened and was removed from the anatomy. A new sgc was used. Two clips were implanted, reducing the degenerative mitral regurgitation from grade 4 to grade 1. No additional information was provided.